Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-1511 for a description of the other device. It was reported to boston scientific that the during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the hydra jagwire guidewire kept shredding. This reportedly occurred with two different hydra jagwire guidewires. The procedure was completed successfully. No patient complications were reported as a result of this event. The patient's condition was reported as "stable."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. : according to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.